Event description:
The following information was obtained from the facility on 8/26/93: the dialyzer was first use. The patient's temperature was normal and no medications were given at the time of the incident. Estimated blood loss was 250cc. Fcility uses a manual reuse system/formaldehyde.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.